Event description:
It was reported that a call was interrupted as the customer indicated they would call back to complete technical support. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.